Event description:
It was reported that pump experienced malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer, with assistance from technical support, reset pump using provided instructions, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if any malfunction alarm occurred again.